Event description:
A customer reported that the 60-6085-201a, medium, uterine manipulator device was used in a total laparoscopic hysterectomy procedure on approximately on (B)(6) 2024, and ¿balloon would not deflate opened a new one". Further assessment found the procedure was completed as normal with an alternate same device, "new product was opened and case continued.". There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device 60-6085-201a found that although the device does deflate a little bit, the balloon does not fully deflate. Examination was done per print 17692. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be an occlusion in the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 36 reports, regarding 44 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
A customer reported that the 60-6085-201a, medium, uterine manipulator device was used in a total laparoscopic hysterectomy procedure on approximately (B)(6)2024, and ¿balloon would not deflate opened a new one". Further assessment found the procedure was completed as normal with an alternate same device, "new product was opened and case continued.". There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.